Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a fracture of inner coil near is-1 terminal end. Based upon the clinical observations and the laboratory findings, torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was part of an attempted implant due to noise was noted on the pacing system analyzer (psa) after lead placement. Additionally, the physician insisted that the ra lead was faulty. The ra lead was never in service. No adverse patient effects were reported.